Event description:
An event occurred on an unspecified date involving a smallbore ext set was reported that after an x-ray, wet bedding was discovered while repositioning the patient. Further assessment identified a small leak in the soybean oil, medium-chain triglycerides (mcts), olive oil, and fish oil (smof) filter tubing. The infusion was immediately paused, the nnp was notified, and a replacement smof syringe was requested from the pharmacy. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. (B)(6).